Event description:
It was reported a patient death occurred. During the procedure in the right coronary artery (rca), ostium subtotal, the lesion was moderately tortuous, severely calcified and 90% stenosed. A 6f guiding catheter was selected for treatment , and then replaced with a 7f catheter. Initially a non-boston scientific wire was used, then changed to a rotawire floppy via a microcatheter, along with a 1.75 mm rotapro. Four runs of rotational atherectomy were conducted, each about 20 seconds, with a maximum rpm drop of 15 k. However, no reflow occurred, leading to balloon angioplasty and implantation of two stents. There was no antegrade flow observed in the coronary artery (no timi flow), causing av block, and requiring a temporary pacemaker. Complications that were encountered included myocardial infarction/ischemia and further interventions included administration of isoprel, agostat, katechomalin, atropin, and use of a temporary pacemaker. Following the procedure, the patient was transferred to the critical care unit (ccu). Though no device malfunctions occurred, the physician is unsure if the device or procedure contributed to the complications. However, further information confirmed death of the patient on an unknown date.